Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 800s mg/dl; cause was not known. Boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Ketones were present and considered as being dangerous by a healthcare provider. Intervenous fluids and insulin injections were administered. Elevated bg/ketones were resolved and customer was discharged 2 days later.